Manufacturer narrative:
Manufacturing records were reviewed and there is no objective evidence to suggest that the device may have been released with non-conformities related to the nature of this complaint. The device met specifications prior to distribution. Analysis of return device tip portion pending.

Event description:
His incident occurred during an emergency case. Upon completion of inflating and deflating the balloon, the tip of the balloon broke when the surgeon was removing the balloon catheter out of the pt. The tip portion was stuck in the blood vessel while the surgeon removed the shaft and the remainder of the balloon. The pt had to undergo surgery to remove the tip part of the balloon, and this was done successfully. The tip portion was sent back for investigation however the shaft connected to the remainder of the balloon portion was disposed of.